Event description:
The pt reported that the infusion site adhesive often separates from her skin resulting in elevated blood glucose of over 500 mg/dl. She changed the infusion set and bolused through the infusion device to lower her blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.